Manufacturer narrative:
D4: expiration date unk. H11: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated intraocular pressure (iop) in one eye. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: b1: adverse event. H1: serious injury. H6: adverse event problem: medical device problem code: (a): 2993. Claim # (B)(4).